Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: death, thrombosis requiring intervention. Onset of adverse event: during the procedure. It was reported that the physician attempted to directly stent the target lesion in the moderately calcified, ostial first obtuse marginal artery with a 2.5 x 12 mm xience v stent, but it failed to cross the lesion and was removed from the patient without issue. The xience v was re-inserted after the lesion was predilated using a 2.0 x 12 mm voyager balloon catheter, but the xience v was only able to enter through the proximal segment of the lesion. Upon removal of the xience v from the patient, mild resistant was encountered and the stent dislodged from the delivery system and was found in the proximal circumflex and left main artery under fluoroscopy. A 1.5 x 12 voyager was inserted to capture the dislodge xience v stent, but was unsuccessful. A larger 2.0 x 15 voyager was inserted through the dislodged xience v stent and inflated at low pressures. A pilot 50 guide wire aided in the removal of the xience v stent to the level of the non-abbott guiding catheter when the stent some how became crumpled and dislodged from the voyager. The crumpled xience v stent remained in the left main artery where there was no further attempts to treat the xience v stent. The patient experienced chest pain and was found to have thrombosis and no blood flow in the left anterior descending (lad) and left circumflex arteries. A thrombectomy was not done; rather, one 2.5 x 18 xience v was implanted inside an older stent in the left main and one 2.5 x 18 xience v was implanted in the left circumflex artery. Although these implanted stents were able to temporarily restore flow, the patient went into ventricular fibrillation, ventricular tachycardia, and cardiac arrest. Attempts to resuscitate the patient continued for approximately 30 minutes with CPR, intubation, a balloon pump, and defibrillation. A 3.5 x 12 xience v was inserted, but unable to cross the lad and 2.5 x 18 xience v was unable to cross the circumflex artery at the end of this procedure. The patient expired on the table due to electromechanical dissociation. After the patient expired, angiography confirmed all of the patient's vessels were found to be patent.

Manufacturer narrative:
(B)(4): the stent remained in the patient. A follow-up will be submitted with all relevant information.